Manufacturer narrative:
Technician support found the bed's power cord was unplugged from the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account plugged the power cord back in and the issue was resolved. Based on this information, no further actin is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).